Manufacturer narrative:
Block d2b: additional pro codes, nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7137127, UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7131215, UDI: (B)(4).

Event description:
It was reported that following the completion of a scheduled deep brain stimulation (dbs) procedure, removal of the surgical drapes revealed a small section of the lead extension protruding through the patients skin. Upon assessment, the physician determined that the tunneling tool had exited and re-entered the skin during the placement of the extensions, resulting in the exposure. An immediate corrective procedure was performed. The physician excised and removed the compromised lead extensions, sutured the puncture sites, and re-tunneled using a non-boston scientific codman tool. New lead extensions were implanted, and the procedure was completed without further complication. Analysis of the devices was not performed as they had been discarded by the facility. The patient did well post-operatively.